Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a chronic totally occluded lesion in the left superficial femoral artery (sfa). The 6x200 supera stent system was advanced to the lesion; however, the stent could not be fully deployed and released from the system. Several attempts were made to deploy the stent by opening and closing the lock; however were unsuccessful because the second lock did not work. The stent system was removed without issue and a new 6x180 supera stent was deployed to complete the procedure. Although this issue caused a delay in the procedure, the delay did not result in adverse patient sequelae; therefore is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). Cine images were provided and reviewed by an abbott vascular senior coordinator, clinical research. The reviewer concluded: the images provided do show a partially deployed supera stent as well as the catheter tip oscillating back and forth as the deployment progresses. There are no rulers or post processing measurements to confirm the deployed stent length. It was reported that the physician was unable to "release" the stent using the normal process of disengaging the deployment lock and advancing the slide fully forward. Images provided imply that this may have happened but it is not clear that this was the case. Visual and functional inspection was performed on the returned device. The reported deployment issue was not confirmed. It is likely that the distal sheath was bent or entrapped within in the anatomy such that the ratchet was unable to properly engage the stent causing the partial deployment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication to suggest a lot specific product issue. The investigation determined the reported difficulties were likely related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.